Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there is a black line displayed down a portion of the touchscreen. Reportedly, the pump is still functional. Customer indicated they will continue to use the pump, and has an alternative method if needed for continued insulin therapy. In addition, it was reported that the customer experienced elevated blood glucose (bg) levels (320 mg/dl). Reportedly, elevated bg's were due to the customer being sick. Customer delivered a correction bolus to stabilize bg levels.